Event description:
It was reported that the patient allegedly had sustained personal injuries on (B)(6) 2010 from the implantation of stryker hip components.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.